Event description:
The tilt allegedly operated unattended during the night & allegedly lifted a table. No injury alleged.

Event description:
The tilt allegedly operated unattended during the night and allegedly lifted a table. No injury alleged.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp serial number/date code (B)(4) is approximately 3 years and 4 months old. The user manual part number (B)(4) was issued with this device. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumers age, height and weight are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.

Manufacturer narrative:
No RMA has been initiated for this issue. Model tdxsp serial number/date code (B)(4) is approximately 3 years and 4 months old. The user manual part number 1143190 f (apr-08) was issued with this device. It is unknown if the consumer has fully read and understands the user's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's medical condition, stability and medication regimen are unknown . The consumer's age, height and weight are unknown. The consumer's technique while using the device is unknown. The maintenance history of the device is unknown. (B)(4). Follow-up #001. The incorrect model and serial number were used on the original 3500a. The correct model = 3gtq-cg and serial number = (B)(4) have been updated in the follow-up form.